Event description:
It was reported that the customer notified technical support that the side rail could not remain latched due to a broken weld. Sharp edges were also allegedly exposed as a result of this condition. It was reported that there was no pt involvement, no medical intervention, and no adverse consequences.

Manufacturer narrative:
MFR's investigation is ongoing. If add'l info is received, a f/u report may be submitted.